Manufacturer narrative:
Device was not returned for evaluation and device history review revealed no discrepancies during incoming inspection. Based on previous evaluations, this type of event is known to occur as a result of misuse. Dfu instructs the user to center the coring reamer over the pin with minimal force when drilling; and warns that changes in drill angulation during reaming, may result in coring reamer deviation or device failure. This is the first complaint of this type for this part/lot combination.

Event description:
It was reported that the portion that has the reamer piece has split open. The entire reamer winged out down to the 20mm measurement. Arthrex representative states that during use, the surgeon indented into the medial femoral condyle. Surgeon left it untreated because he believes it will heal up. Surgery was delayed over 30 minutes. This device is used for treatment.